Event description:
The main arm of the light assembly disconnected from the suspension tube, allowing the lighting system to fall. Upon falling, the main arm struck the doctor in the shoulder. The extend of their injury was not reported.